Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 17-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the "game ready incorrectly pre-set its device to such a degree of coldness that it caused frost bite and third degree burns on [the patient's] knee. Fortunately, for all, the frost bite was not on the incision site which would have caused even more trauma to [the patient's] knee". The procedure was right knee arthroplasty performed on (B)(6) 2019. The patient underwent several wound care treatments throughout 2019 as a result of the reported incident.